Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken hub was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of broken hub. Bd determined that the root cause of the indicated failure mode was attributed to the manufacturing mold. The injection molding department has initiated improvement plans to install new molds.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "the phlebotomist noticed a crack in luer adaptor after purging air from av fistula needle tubing (i.e. Prior to sample collection). Attempted to remove faulty adaptor but it snapped off inside end of av fistula needle tubing."